Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that an ilet user experienced repeated freestyle libre 3 plus sensor errors during warm-up after replacing a failed sensor, resulting in pairing failure between the fl3+ libre and the ilet; the user performed a fingerstick and entered a blood glucose of 220 mg/dl, and the agent advised that affected fl3+ libre sensors were subject to recall and transferred the user to the partner organization for replacement. Investigation included troubleshooting with the user and education, confirmation of pairing failure, and transfer to the partner organization for sensor replacement. Investigation of this case revealed that the cgm sensor failed to pair and function properly with the ilet and a new cgm was required. No clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was sensor malfunction requiring replacement.